Event description:
It was reported that the patient "passed out" just before climbing a flight of stairs and was then shocked after climbing the stairs. Caller believes that there is t-wave oversensing. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.